Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6) 2011. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the extrusion at the distal pierce hole was blackened and appeared melted, and the distal end of the cutting wire with anchor had detached from the distal pierce hole of the extrusion but remained attached to the device. An analysis of the distal end of the device found that the cutting wire appeared to have melted the extrusion at the distal pierce hole creating a tear. The cutting wire with anchor detached itself from the torn distal pierce hole. The cutting wire appeared discolored from use. The weld-solder integrity of the cutting wire - anchor notch was found to be intact. The balloon was noted to be free of damage. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the cutting wire was torn during procedure indicating that the distal pierce hole tore causing the cutting wire along with the anchor to separate from the distal pierce hole of the device. Though the distal end of cut wire separated from the distal pierce hole, it remained attached to the device through the proximal pierce hole. The performance of the device was likely due to procedural factors/generator settings. Although the exact root cause could not be determined at this time, the most probable root cause classification is operational context.